Manufacturer narrative:
The review of the manufacturing lot history record indicated that the lot met the release criteria. Several attempts were made to gather more information for this case, on (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023, but no additional information was provided. Due to the limited information provided during the complaint submission, and the returned complaint unit inspection not identifying any damage to the guidewire that would indicate that the guidewire was the cause of the vessel dissection, this complaint investigation will remain on file, but the root cause for the vessel dissection could not be determined. The doctor was able to tend to the event by coiling the vessel, preventing permanent injury to the patient. Scientia vascular was also notified that the patient was doing well.

Event description:
On (B)(6) 2023, scientia vascular personnel was notified that a doctor was using an aristotle 14 guidewire (a14-200-002 ln:021236) during a neurovascular procedure when a vessel was dissected, and needed intervention. The event was described as follows: "mma case the tip of the wire seemed to have a sharp edge to it and would not shape normally. The product resulted in a vessel dissection. The physician was fortunately able to coil off the vessel, it was the extracranial / skull base region of the mma. The patient is doing well." The guidewire was returned to scientia vascular for evaluation on (B)(6) 2023. No information was provided regarding the other product used during the case.